Event description:
A prescription written for 1cc insulin syringes was dispensed for 0.5cc syringes. What type of staff or health care practioner made the initial error: pharmacist. Pt expected 1cc syringes.